Event description:
The cusotmer has type ii diabetes and uses the device to check their blood glucose. They have been obtaining erratic results and experiencing hypoglycemic events. They have passed out several times and was hospitalized for four days. Controls were not used on the system. The device was replaced and requested to be returned for eval.